Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 10am on (B)(6)2018. At this time, the patient obtained blood glucose results of ¿197, 468, 155, 89 and 563mg/dl¿ with the subject meter, however, these results were obtained over 20 minutes apart from one another, thus invalidating this inaccuracy comparison. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their usual diabetes management regimen as a result of the alleged product issue. The same day at 1:15pm and at 10:55pm the patient developed symptoms of ¿break out sweaty, shaky, very weak, burning up and sleep¿. The patient did not specify any treatment which they required in response to these symptoms, however. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.